Event description:
It was reported on (B)(6) 2015 that the patient¿s programming system was having communication errors (failure to open port). Troubleshooting was performed which initially resolved the issue. However, it was determined that the usb cable was faulty and a new one was requested. Once a new serial cable was provided the system worked fine. The tablet serial cable was received on 04/16/2015 for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis for the usb cable was completed and approved on (B)(6) 2015. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.